Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: h2, h6. Corrected fields: d7a, e3. The device was not returned for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the 200 micron tfl ball tip single use fiber was broken upon setup. The issue occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.